Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of the patient experiencing multiple pump off alarms, followed by the patient undergoing an hmii to hm3 pump exchange to resolve the issue. The system controller was functionally tested and performed as intended throughout all testing, and no issues with the controller were reported. The root cause of the reported event will be addressed via the pump's investigation and was not correlated to an issue with the system controller. There were incidental findings of the backup battery cover screw was missing. A device history record review was not required per the investigation procedure. The heartmate ii patient handbook section 10 ¿safety checklists¿ and the heartmate ii instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was returned for analysis.